Event description:
A copy of voluntary user facility report # (B) (4) was received which stated under event description. "After trach was inserted, it was noticed to have been cracked". Product problem. (B) (4)

Manufacturer narrative:
(B) (4)